Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting an adverse event with the product. Reporter stated "a patient in surgical intensive care unit (sicu) developed a pressure ulcer to anterior rectal vault, related to the use of the product. Reporter stated the patient is being tube-fed and the device was used for management of liquid stool. The patient had been in the unit for more than 20 days and the exact date of ulcer occurrence is unknown.